Event description:
It was reported the pt had a ruptured left posterior communicating artery (pcom) aneurysm in 2003, treated by endovascular means. During this treatment, the physician reported "after 8-9 coils had been placed, fluoroscopy after detachment of a coil showed a coil had sort of "sprung" upward, likely through the rupture site. Presumably there were some forces at work between coils inside the aneurysm that were relieved post detachment. We reversed heparin and finished the case. She had some expansion of perianeurysm hematoma on post procedure CT, but she had a good recovery". F/u imaging at 6 months post-procedure showed the coils appeared to be loosening and partially migrating away from the parent artery, possibly through the rupture site. A stent was successfully placed across the neck without difficulty, and was still found to be stable on 18 month f/u. Pt manages her own affairs, but reportedly does have a residual right upper quadrant visual field defect and problems with memory

Manufacturer narrative:
Exp date & device manufacture date: unk as batch number is unk. No alleged product malfunction or non-conformance that contributed to the reported event.